Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer powered up to lem (link electronic module) error. Lem pcb (printed circuit board) assembly found out of electrical specification. During software reloads, a message "programmer system battery had failed"; mpu (main processor unit) pcb assembly found out of electrical specification. (B)(4).

Event description:
It was reported the programmer will not boot. The programmer was returned for repair. No patient complications have been reported as a result of this event.